Manufacturer narrative:
The event date is approximate. The device serial numbers or manufacturing numbers were not provided. Customer contact information, mailing address and phone number were not provided. The complaint was received from a consumer in (B)(6). Manufacture date not provided or identifiable.

Event description:
The consumer reported that their diamondclean smart power toothbrush caught fire and melted. No property damage and no injury were reported.